Manufacturer narrative:
The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a rupture of the device. The device has been explanted and replaced. This record relates to the left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, wear abrasion and deformation device. No other observation observed. The unit is not rupture base on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d9, g1, h3, h6.

Event description:
Patient reported a rupture of the device. The device has been explanted and replaced. This record relates to the left side.